Event description:
Lap chole - " surgeon put the clip on the duct and it was "sliding" back and forth, almost like it wasn't fully closed. I watched him use it and he pulled the trigger all the way back, plastic to plastic. He had already placed two clips prior and there was no issue. He continued to use it throughout the case and it worked fine."

Manufacturer narrative:
The incident device is anticipated to be returned. A follow-up report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.